Manufacturer narrative:
Device evaluated by MFR: visual inspection showed cracked traces cross multiple splines. Spline 6 is found to be separating at the distal end of the spline. The electrical test was performed and the device failed the test. Magnetic sensor resistance testing revealed both pairs are within specification. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that signal and deployment detection issues occurred. The intellamap orion was selected for a 3d radiofrequency ablation surgery for atrial tachycardia. However during the procedure few electrodes on the catheter couldn't be shown on the screen. The catheter deployment could also not be recognized. The system was restarted but did not fix the issue. The procedure was completed using another orion. The patient was reported to be in a stable condition. However analysis reveled a spline separation.